Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant, the physician placed the lead in the lateral vein, but was unable to get optimal sensing and threshold readings. The physician then attempted to place the lead in a posterior vein that had stenosis, and was unable to place the lead. Another lead was attempted, and following a venoplasty, was successfully implanted. No patient complications have been reported as a result of this event.